Event description:
Per oos, this system was explanted due to infection and has not been replaced. The system was retained by the hospital. Setrox s 53, (B) (4), MDR 1028232-2010-00861. Setrox s 45, (B) (4), MDR 1028232-2010-00860.